Manufacturer narrative:
Follow-up submitted as further investigation determined the scale issue previously reported was entered in error and there was no scale malfunction found.

Event description:
It was reported via repair work order that the scale was inaccurate due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.